Manufacturer narrative:
(B)(4). Root cause could not be determined. The current labeling was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 160 mg/dl (aviva) and 325 mg/dl (advantage) customer states that he was not feeling well at the time of the readings. Customer took approximately 10-11 units of humalog based upon the readings. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) female patient coincident with homechoice peritoneal dialysis therapy. On (B)(6) 2010, during a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. It was unknown whether a peritoneal effluent culture was performed. Treatment information was not provided. The cause of the peritonitis was not reported; however when the nurse was asked what the cause of the peritonitis was due to, the nurse replied that the patient was being cared for by a nursing home staff. It was unknown whether the peritonitis resolved. No additional information is available.

Manufacturer narrative:
(B)(4). Sample not available.